Event description:
The user facility that during a coronary stenting case the involved angio-seal device would not click on to the arteriotomy locator. It was confirmed that the arrows were aligned. Doctor ended up removing the device and holding manual pressure. There was no reported blood loss. There is no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. Additional information 14 sep 2023: the sheath size used was a 6fr. A pre-deployment angiogram was performed. The patient is stable. The procedure was successful. There were no concomitant devices used with the angio-seal.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently no action is recommended since device was within manufacturing and design specifications when it was released from terumo medical corporation control. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.